Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Concomitant product: capstone cage (therapy date unknown). (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent fusion at l4-l5, l5-s1 using an anterior, a transforaminal, and a posterior approach and by mixing rhbmp-2/acs with allograft and placing the mixture into capstone cages, which were then placed on multiple levels. The patient was subsequently diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnosis: lumbar instability, l5-s1. L5 radiculopathy. Patient underwent the following procedures: reoperative l4-5 laminectomy including gill type laminectomy. L5-s1 gill type laminectomy. Bilateral pedicle screw fixation l4, l5,s1 with segmental fixation, l4-s1. For lateral discectomies at l4-5 and l5-s1. Placement of anterior interbody device via transforaminal and far lateral approaches, l4-5 and l5-s1. Anterior arthrodesis, l4-5, l5-s1 using autograft bmp. Posterior and posterolateral arthrodesis, l4, l5 and s1 using bmp local autograft. Harvest of local autograft. As per-op notes: a far lateral discectomy was performed at l4-5, shavers used to complete near discectomy from far lateral approach, space was sized for 12x32mm cage. Previously harvested autograft was mixed with bmp sponge and placed into l4-5 disc space. Cage was filled with bone graft and bmp was placed into disk space from a transforaminal approach. At l5-s1, far lateral region was exposed. Disc space was sized for acceptance of interbody cage. A 12x26mm cage was sized and filled with bmp, sponge and bone. Previously harvested autograft was placed into disc space along with bmp sponge. Attention now turned towards right remaining posterior and posterolateral elements. The bmp, sponge and local autograft were placed over right sided posterior elements. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.